Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported capsular contracture, baker grade IV discovered via ultrasound and pain in breast. The following reported events have been deemed not device related: "2 enlarged lymph nodes, a few years ago suspected hodgkin¿s lymphoma, but not confirmed." This record represents the right side. The device remains implanted.

Event description:
Patient additionally reported "pain, device rupture and accumulation of fluid". The device was explanted.

Manufacturer narrative:
Continued health effect - impact code 4: f2203. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported capsular contracture, baker grade IV discovered via ultrasound and pain in breast. The following reported events have been deemed not device related: "2 enlarged lymph nodes, a few years ago suspected hodgkin¿s lymphoma, but not confirmed." This record represents the right side. The device remains implanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Correct reason for reoperation: "capsular fibrosis", "enlarged lymph nodes, two on right side", "suspected hodgkin¿s lymphoma but not confirmed", "recall and confirmed capsular contraction [baker grade unspecified] via ultrasound". Implanting physician: dr. (B)(6).

Event description:
Patient reported, via company representative, right side "capsular fibrosis", "pain in breasts; enlarged lymph nodes, two on right side", "suspected hodgkin¿s lymphoma but not confirmed", "recall and confirmed capsular contraction [baker grade unspecified] via ultrasound". The events of "suspected hodgkin¿s lymphoma but not confirmed" and "enlarged lymph nodes, two on right side" are not device related. Patient further reported, via company representative, "diagnosed with a grade 4 capsular fibrosis". Patient additionally reported, via company representative, "pain", "device rupture and accumulation of fluid, diagnosed via ultrasound performed by patient's gynecologist". The device has been replaced.

Event description:
Patient reported capsular contracture baker grade IV (ultrasound), pain in breast; 2 enlarged lymph nodes, a few years ago suspected hodgkin¿s lymphoma, it was later confirmed ¿bilateral pain, bilateral device rupture and accumulation of fluid, diagnosed via ultrasound. This record relates to the right side. It was later confirmed by healthcare professional reported capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient representative reported "folding ... Discovered intraoperatively¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, g.2.